Manufacturer narrative:
(B)(4). Advancer bypass. The analysis results of the (B)(4) found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing, the tip of the advancer slid toward tissue stop during three consecutive firing sequences causing the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties; pear shaped clips were released. It should be noted that an investigation has been initiated to address the potential root cause of the advancer bypass issues. During the next firing sequence a double fed incident was noted causing pear shaped clips; however, it could not be determined what may have caused this condition. The device locked out as intended but the orange indicator was not visible. As not enough information about the incident reported was available, the event could not be confirmed. No incident related to the reported event was observed during the batch record review.

Event description:
The device was received with no information.